Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 267 mg/dl at the time of call. The customer stated that the insulin pump alarmed no delivery that was resolved by a complete reservoir and infusion set change. Customer had a motor error alarm and customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported a high blood glucose of 405 mg/dl prior to call and the first high blood glucose reading was 300 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer had a setter issue as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.